Event description:
It was reported that multiple episodes of inappropriate auto mode switching were observed due to retrograde. Programming change was made. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.